Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Event description:
Hearing performance with the device is affected after the user hit his head on (B)(6) 2025. Reimplantation is considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance with the device is affected after the user hit his head on (B)(6) 2025. The user was explanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance with the device is affected after the user hit his head on (B)(6) 2025. The user was explanted.